Event description:
It was reported that during a selenia dimensions 3d mammography system procedure on (B)(6) 2025, the c-arm began to rotate with the patient in compression. It was reported that a vta error code was displayed, the tech was able to abort the procedure and take the patient out of compression. No patient or user impact was reported. A hologic field service engineer (fse) was dispatched to exam the system and confirmed the reported vta error code. The fse worked in conjuction with hologic technical support to identifiy the probable cause. The fse and hologic technical support determined that a replacement of the tomo brake system was needed. The fse completed the replacement of the tomo brake system, wiring, and vta control board. The fse performed calibration and system testing. The fse verified that the system is now operating according to manufacturer specifications. No additional information is available.